Manufacturer narrative:
(B)(4).

Event description:
It was reported that no audio output occurred. Data was evaluated and confirmation of the allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Event description:
Data was evaluated and the allegation was not confirmed.

Manufacturer narrative:
(B)(4).